Event description:
Customer reported that his sensor cannula broke and it may have stayed in his body. Customer stated that he checked the sensor tape, but no cannula was there. Customer stated that he is inserting the sensor in his leg because his stomach bruises. Advised to attempt to removed the cannula, or seek medical attention to removed it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.